Event description:
It was reported that this patient experienced a high heart rate. Subsequently, this patient placed a call to technical services regarding the heart rate and device operation. The patient was referred to contact their clinic for device evaluation. Currently, this device remains in service and no adverse patient effects were reported.